Event description:
It was reported that vns patient has an infection. No further information received to date regarding this infection.

Event description:
Further clarification with the physician indicated that no infection occurred on this patient. The reported infection is confirmed invalid in this case.